Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 208 mg/dl. Customer received the constant tone they were sleeping. Customer experienced 2 unexpected alarms but the tone did not occur after the alarm. Customer stated the alarm did clean by pressing esc/act. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was explained the keypad issues, frozen display and constant tone.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. All of the buttons are responding properly. The keypad connector and keypad traces were inspected and no anomalies noted. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was monitored and no constant tone, frozen display or unexpected a21 alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.